Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio replaced the battery pins as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised physio that they observed the battery reading was incorrectly when the reported issue was observed. There was no patient use associated with the reported event.